Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014 and low vault was noted in the post-operative period. The lens was exchanged for a longer length on (B)(6) 2014 and this resolved the problem.

Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Pt weight: unk. (B)(4).

Manufacturer narrative:
Method: work order search. Results: visual inspection of the returned product showed the lens was dry with no visible damage. A lens work order search revealed there were no similar complaints found within the workorder. Medical review: according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint information, work order search, medical review and evaluation of the returned product, a probable root cause of the inadequate vaulting has been determined to be related to inaccuracy of the white to white measurement or mismatch between white to white and the sulcus to sulcus diameter. (B)(4).